Event description:
The customer reported getting an error saturation fault and no fluoro.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep replaced the x-ray tube, 2 sets of snubber assembly, the filament driver pcb, the locking screw for cross arm, the generator driver pcb, and the hv supply reg pcb. The system functions as intended.